Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: into uterine cavity') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, hyperthyroidism, goiter, graves' disease and osteopenia. Concomitant products included fexofenadine;pseudoephedrine, fluticasone propionate (flonase), levothyroxine and sodium propionate (propionate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pelvic pain") and adnexa uteri pain ("left ovary pain"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal burning sensation ("vaginal burning"). On (B)(6) 2017, the patient experienced abdominal pain lower ("left lower quadrant pain/left lower abdominal pain"). On (B)(6) 2018, the patient experienced dysuria ("bladder disorder/dysuria"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal discomfort ("vaginal irritation"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dyspareunia, pelvic pain, abdominal pain, back pain, rash, skin disorder, psychological trauma, migraine, fatigue, alopecia, bacterial vaginosis, dysuria, dysmenorrhoea, adnexa uteri pain, abdominal pain lower, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, migraine, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort to be related to essure. The reporter commented: on (B)(6) 2012, she implanted essure (discrepancy noted). She received treatment for events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Event migration was updated to migration of essure device location of device: into uterine cavity. Event bacterial vaginosis, bladder disorder/dysuria, dysmenorrhea (cramping), left ovary pain, left lower quadrant pain/left lower abdominal pain, vaginal discharge, vaginal burning and vaginal irritation, onset date of event pelvic pain was added. Medical history, lab data, concomitant drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: into uterine cavity') in a 38-year-old female patient who had essure (batch no. A20065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, hyperthyroidism, goiter, graves' disease and osteopenia. Concomitant products included fexofenadine;pseudoephedrine, fluticasone propionate (flonase), levothyroxine and sodium propionate (propionate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pelvic pain") and adnexa uteri pain ("left ovary pain"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal burning sensation ("vaginal burning"). On (B)(6) 2017, the patient experienced abdominal pain lower ("left lower quadrant pain/left lower abdominal pain"). On (B)(6) 2018, the patient experienced dysuria ("bladder disorder/dysuria"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal discomfort ("vaginal irritation"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dyspareunia, pelvic pain, abdominal pain, back pain, rash, skin disorder, psychological trauma, migraine, fatigue, alopecia, bacterial vaginosis, dysuria, dysmenorrhoea, adnexa uteri pain, abdominal pain lower, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, migraine, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort to be related to essure. The reporter commented: on (B)(6) 2012, she implanted essure (discrepancy noted). She received treatment for events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain. 2.5 visible coils at left ostium 5 visible coils at right ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2021: mr received. Lot number, rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: into uterine cavity') in a 38-year-old female patient who had essure (batch no. A20065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, hyperthyroidism, goiter, graves' disease and osteopenia. Concomitant products included fexofenadine;pseudoephedrine, fluticasone propionate (flonase), levothyroxine and sodium propionate (propionate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pelvic pain") and adnexa uteri pain ("left ovary pain"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal burning sensation ("vaginal burning"). On (B)(6) 2017, the patient experienced abdominal pain lower ("left lower quadrant pain/left lower abdominal pain"). On (B)(6) 2018, the patient experienced dysuria ("bladder disorder/dysuria"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal discomfort ("vaginal irritation"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dyspareunia, pelvic pain, abdominal pain, back pain, rash, skin disorder, psychological trauma, migraine, fatigue, alopecia, bacterial vaginosis, dysuria, dysmenorrhoea, adnexa uteri pain, abdominal pain lower, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, migraine, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vulvovaginal burning sensation and vulvovaginal discomfort to be related to essure. The reporter commented: on (B)(6) 2012, she implanted essure (discrepancy noted). She received treatment for events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain. 2.5 visible coils at left ostium 5 visible coils at right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, rash, skin disorder, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: on (B)(6) 2012, she implanted essure (discrepancy noted). She received treatment for events dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury event was updated to dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, rash, skin condition, psychological injury, migration, migraine, fatigue, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.